Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. No moisture damage was noted to the electronics, motor, battery tube, vibrator or keypad assembly. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported that the insulin pump screen was blank. The blood glucose reading was 110 mg/dl. The insulin pump was exposed to sweat when the customer was playing volleyball. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.